Event description:
It was reported that the ilet displayed a high glucose alert and the patient¿s fingerstick measured 416 mg/dl after the patient ate dinner without making a meal announcement to the system. Symptoms included hyperglycemia. Outcomes included no hospitalization and subsequent improvement, with glucose trending down to 308 mg/dl during follow-up. Investigation included case review of reported use and event chronology with patient interview. Investigation of this case revealed user error associated with a missed meal announcement leading to elevated glucose, with the device functioning as designed in alerting to high glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to a missed meal announcement.